Manufacturer narrative:
This report is submitted on july 02, 2019.

Event description:
Per the clinic, the patient experienced infection and cholesteatoma at implant site resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.